Manufacturer narrative:
The insulin pump was received with unexpected restart error alarm after battery change due to broken solder joint on board and memory lost due to unexpected restart error anomaly. The insulin pump passed displacement test and self test and no external ram error alarm or unexpected restart error alarm after battery change noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received unexpected restart alarms and external ram error alarms. The customer's blood glucose was 247 mg/dl at the time of incident. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The insulin pump will be returned for analysis.